Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 6x200mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon its first inflation. The device was successfully removed without any issues, and the procedure was completed using another device of the same type. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. Upon evaluation, the returned device was attached to a boston scientific encore inflation unit, and the balloon was inflated to its rated burst pressure of 14 atm. No leaks or issues were observed during this process. The markerbands and tip section of the device were visually inspected, and no abnormalities were noted in either the markerbands or the tip. Additionally, a visual and tactile examination of the hypotube shaft revealed no issues with the shaft.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 6x200mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon its first inflation. The device was successfully removed without any issues, and the procedure was completed using another device of the same type. There were no patient complications as a result of this event. It was further reported that the target lesion exhibited mild calcification and was located within a mildly tortuous vessel.